Event description:
It was reported that the patient with this pacemaker experienced lightheadedness, fell and hit their head and was urgently hospitalized. Upon further evaluation, this device was unable to be interrogated. The physician suspected there was no battery life remaining and it was mentioned the patient did not visit a pacemaker outpatient clinic for 4 years. The device was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Residual gas analysis found a higher than expected amount of hydrogen within the device. Analysis confirmed a high current condition associated with the pacemakers low voltage capacitors. This high current condition depleted the devices battery faster than normal.

Event description:
It was reported that the patient with this pacemaker experienced lightheadedness, fell and hit their head and was urgently hospitalized. Upon further evaluation, this device was unable to be interrogated. The physician suspected there was no battery life remaining and it was mentioned the patient did not visit a pacemaker outpatient clinic for 4 years. The device was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that the patient with this pacemaker experienced lightheadedness, fell and hit their head and was urgently hospitalized. Upon further evaluation, this device was unable to be interrogated. The physician suspected there was no battery life remaining and it was mentioned the patient did not visit a pacemaker outpatient clinic for 4 years. The device was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.